Event description:
The customer reported a pt death, and indicated that alarms were suspended.

Manufacturer narrative:
H3&h6. The philips field service engineer (fse) went to the customer site to perform device testing, but was not granted access to the device. The hosp biomedical engineer informed the fse that the device alarms were configured for perm suspend. The fse was not given any pt info or info related to the timeframe of the incident. Per phillips labeling, the suspend status of alarms is detectable when viewing the monitor display. When alarms are permanently suspended, the banner "alarms suspended" will be displayed. The alarm suspend symbol on the control panel is also illuminated.